Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported the insertion assist device unintentionally ejected an infusion set and is stuck in the extended position. No adverse event reported. Disposed of by customer; no product will be returned.